Manufacturer narrative:
.

Event description:
It was reported that during a gastric bypass procedure, in cleaning the device, the active blade broke off. It broke outside the operation field. No adverse pt consequences.